Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks. The patient experienced discomfort and pain. Subsequently, a revision procedure was performed, and the s-ICD system was explanted. No additional adverse patient effects were reported.